Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Thread-damaged and bad slip of the thread, hooking and tearing of the tissue, which, delay of the surgery and risk of scarring post-operative disunity.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Since no samples have been received, only reviewed the batch manufacturing record. This product had a normal process and the results during the process fulfills the OEM requirements. Without samples a proper analysis cannot be done. It is noted of this incidence and if any sample is received in the future, the case will be re-opened and analysed. Note that when no samples are received analysis is limited. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.